Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem code and h6 investigation findings deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 18th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. As it was found during preventive maintenance the spring arm has 2 taped holes. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 18th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. As it was found during preventive maintenance the spring arm has 2 taped holes. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by technician indicated that there was no missing parts or particles. Moreover, the subject matter expert stated the defect is deterioration of the 2 tapped holes inside of the suspension arm and the particles cannot fall outside of device. Probable root cause of damage to the 2 tapped holes is overtightening of the screws. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907 corrected h6 medical device ¿ problem code: medical device ¿ problem code (no apparent adverse event///3189 previous h6 investigation findings: results pending completion of investigation///3233 corrected h6 investigation findings: none initially provided information was pointing to fall of parts or particles. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician and subject matter expert, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of particles falling in sterile field. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 18th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. As it was found during preventive maintenance the spring arm has 2 taped holes. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by technician indicated that there was no missing parts or particles. Moreover, the subject matter expert stated the defect is deterioration of the 2 tapped holes inside of the suspension arm and the particles cannot fall outside of device. Probable root cause of damage to the 2 tapped holes is overtightening of the screws. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
On 18th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. As it was found during preventive maintenance the spring arm has 2 taped holes. There was no injury reported, however, we decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.